Manufacturer narrative:
Visual inspections were performed on the returned device. The reported cuff miss could not be tested due to device components not being returned. It should be noted that the perclose proglide instructions for use (IFU), states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The IFU also states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the reported violations of the IFU contributed to the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or user technique. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional two proglide devices are filed under separate medwatch report numbers. Na.

Event description:
It was reported that venous closure of the right common femoral vein (rfcv) was attempted using one proglide device and venous closure of the left common femoral vein (lcfv) was attempted using two proglide devices after a pulmonary vein isolation with radiofrequency ablation interventional procedure. Femoral imaging was not performed. Reportedly, there were two different access sites next to each other in the rcfv, an 8.5f access site followed by a 7f sheath access site. A cuff miss [suture retrieval issue] occurred with the proglide device used in the first access site, 8.5f, at the rcfv. The physician believes the cuff miss was due to the sheaths being too close, not 1 cm apart, as the footplate may have been getting caught on the bottom 7f sheath; however, not this could not be confirmed. There was no resistance during removal. Manual compression was applied to achieve hemostasis in the rcfv. A proglide device was successfully deployed and was used to achieve hemostasis at the second access site, 7f, at the rcfv. There was one 8f access site in the lcfa. The plunger of the two proglide devices used in the lcfv were believed to have been pulled too fast causing suture breaks with both proglide devices. Manual compression was applied to achieve hemostasis in the lcfv. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.